Event description:
It was reported that during preparation of a 3.25 x 15 mm nc trek balloon catheter, the protective sheath was difficult to remove. The sheath was finally removed and the balloon catheter was successfully used to post-dilate an implanted device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Updated description: it was reported that the procedure was to treat a mid left anterior descending artery. During preparation of a 3.25 x 15 mm nc trek balloon catheter, the protective sheath was difficult to remove. The sheath was finally removed and the balloon catheter was successfully used to post-dilate an implanted device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).